Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: CAPA not required at this time. A review of the applicable fmea/peura (rm863) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that the needle separated from syringe during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that the needle fell off the syringe. Caller reported needle fell off the syringe. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 26 g, 3/8"" needle, pn 305110. Product lot # unavailable. Did issue cause any injury? No. Did customer require medical intervention? No.